Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 266, 140, 101 and 188 mg/dl. Tests were done within 20 minutes. Pt found to be cleaning meter incorrectly. No further info has been reported.